Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of foreign objects on the connecting tube and the bending section cover the evaluation found the following non-reportable malfunction(s): switch 1 had a pinhole; air/water cylinder and s-cylinder had no color; due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value; light guide lens had a crack. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation the videoscope exhibited foreign objects on the connecting tube and the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the events ¿foreign material adhered to a-rubber¿ and ¿foreign material adhered to the insertion tube¿ were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Foreign material adhered to the distal end since the subject device was returned to olympus without conducting/completing reprocessing at the facility. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.